Manufacturer narrative:
The raw patient data files were provided on (B)(6) 2013 and the analysis was completed on (B)(4) 2013. The sample provided shows a strong and slightly elongated monocyte population. Although the monocyte population reported by the algorithm is over 28% (manual: 24% neutrophils, 57% lymphocytes, 3% monocytes and 15% blasts), it does not show a significantly abnormal pattern for the algorithm to set a blast flag. Failure mode: unknown, as the sample does not show a significantly abnormal pattern for the algorithm to set a blast flag.

Manufacturer narrative:
Controls were run before the event and were within specifications. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Beckman coulter (bec) field service engineer (fse) was dispatched on the day of the event and collected the raw data for further evaluation. The fse also verified instrument performance. Per labeling: the dxh 800 system manager includes flags, codes, and messages to alert you to issues with patient or control results. You can also customize the flagging of results and define rules for flagging sample results; beckman coulter does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results; beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.

Event description:
This is a follow up report.

Event description:
The customer contacted beckman coulter (bec) to report that the unicel dxh 800 coulter cellular analysis system did not provide blast suspect flagging for a single patient with 15 blasts identified by the manual review. No erroneous results were reported out of the laboratory. Review of the data confirmed that there was no suspect flagging for blast or the differential. Erroneous low ly% and high mo% results were also observed compared to the manual smear results.